Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen, preventing unlocking and normal operation despite cleaning hands, attempting presses in multiple areas, checking for cracks, and placing the device on a charger; a replacement was arranged, and the user transitioned to backup subcutaneous insulin. Symptoms included hyperglycemia with a reported blood glucose of 500 mg/dl. Outcomes included interruption of automated insulin delivery and the need to use backup therapy. Investigation included device troubleshooting with user-guided steps and logistical actions to replace the unit. Investigation of this case revealed a touchscreen input failure consistent with a hardware user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the touchscreen interface.